Manufacturer narrative:
Additional information was received on 3/30/2021. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448144m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. No bwi product malfunctions nor immediate patient consequences from the procedure were reported. Post-procedure, approximately 2 hours after the procedure was completed the patient suffered cardiac tamponade. Pericardiocentesis was performed to drain the fluid from the pericardial space. The patient recovered after drainage. The physician¿s commented that the causal relationship with the ablation catheter is unknown because there was intracardiac fluid before the procedure. There was no report of prolonged hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.